Event description:
It was reported the patient is not receiving effective stimulation and the stimulation increases when she lies down. A CT scan was ordered; but the results are unknown. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.